Event description:
The customer reported that the device reboots during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device reboots during operational check. There was no pt involvement. A philips field service engineer evaluated the device and the failure could not be recreated. Philips can not determine the cause of this reported failure. The device passed all performance assurance testing and remains at the customer site.